Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Pusher spring. The analysis results found that the instrument was returned in good visual condition. The instrument was cycled and did not feed the clips. The instrument was disassembled and the pusher spring was found to be misassembled causing the instrument not to feed the clips and making the instrument non-functional. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a mastectomy procedure, the clips would not advance. The clips were fully advanced into the jaws prior to firing but clips wouldn't advance. The problem occurred at the first firing. The jaws cut the vessels to clip, the bleeding was under control. No transfusion needed. The surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.